Event description:
A customer reported encountering a minimum fill notification with their insulin pump, preventing the proper loading of cartridges. Despite several attempts with different cartridges from various batches, the minimum fill issue persisted. There was no adverse impact to the customer's blood glucose level. Customer technical support (cts) initially guided the customer through troubleshooting steps, cleaning the pump, and changing the cartridge, but these efforts were unsuccessful. The issue was escalated, and further troubleshooting by customer support associates (csa) also failed to resolve it. Consequently, cts arranged a replacement pump for the customer, instructing them on how to handle the return of the defective pump and set up the new one, with appropriate guidance for reprogramming and reconnecting their continuous glucose monitor (cgm). The customer was informed to use multiple daily injections as a backup therapy to maintain insulin delivery in the interim.